Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had another episode of "ventricle standstill" and it was recorded on the hospital¿s monitor. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.